Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024 at 17:10 p.m. While performing PICC maintenance, the nurse noticed a crack on the PICC tube decompression cannula and immediately reported it to the nurse manager and gave a replacement PICC decompression fitting. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged connector was confirmed. The product returned for evaluation was one used 4fr sl groshong nxt two-piece connector. The investigation findings are consistent with damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed on the distal end of the two-piece connector. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. An examination of the component structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2024 at 17:10 p.m. While performing PICC maintenance, the nurse noticed a crack on the PICC tube decompression cannula and immediately reported it to the nurse manager and gave a replacement PICC decompression fitting. No other information was provided.